Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A certified surgical technician (cst) reported that during an intraocular lens (iol) implant procedure, the lens did not want to advance smoothly. As the surgeon was phacoing, the technician was loading the lens. Upon implantation, it was noticed that the iol had scratches/ was marred down the middle; presumably from the injector sliding over it. In the surgeon's opinion the cause or contribution to the event is possibly the injector dragging over the lens. This has been previously reported as an alleged iol product problem under mfg. Report number: 1119421-2020-00625. This medical device report is for the delivery system.